Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. It was noted that the device is not available for evaluation. There have been no other events for the lot referenced. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that on (B)(6) a patient went to the e.r. Complaining of severe right hip pain after weeks of discomfort. Surgeon notified company representative on 07/23/2017 that a revision would be performed on (B)(6) 2017 upon finding evidence of trunnionosis and inflammation. During procedure a lot of black tissue was removed from the patient. Surgeon stated that the cup was well fixed and did not require revision. Procedure completed successfully without any surgical delay.